Event description:
The account had issues with controls out of range intermittently for one week. During that time one patient sample run with the architect bhcg assay resulted as 10,000. The physician was expecting a higher result. The sample was rerun two times producing results of 88,000 iu/l on the original and pour off tube. There has been no report of impact to the patient.